Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that after meal announcing while using the ilet, the user experienced a blood glucose rise to 320 mg/dl followed by a drop to 44 mg/dl, and the episode was treated per guidance with oral glucose until values returned to range. Symptoms included hyperglycemia and hypoglycemia. Outcomes included a serious illness/impairment event as defined by the health impact terminology. Troubleshooting and education were provided, including prompt low-glucose treatment, discussion of target ranges, and advice to consult the healthcare provider. Investigation included communication with the user and the user¿s caregiver, as well as analysis of information provided by them. Investigation of this case revealed insufficient information about a device problem or component, and no findings were available. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.